Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is receiving differences between blood glucose and sensor glucose about 2 or 2 1/2 weeks ago. Customer also stated that the insulin pump suspend alarm almost night. Customer changed the basal rates not to go low at night and the insulin pump is not delivering as much insulin like the old pump. Customer woke up with a blood glucose reading of 312 mg/dl. Customer treated with insulin pump. Customer was feeling ok; not the best. Nothing further reported.